Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU: always examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. Driveline damage may affect the system performance. Do not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting controller or power sources, or when using the shower bag. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Manufacturer narrative:
The driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Inspection of the driveline cable revealed that the end nut of the connector could be easily turned by hand and the outer sheath and strain relief were also damaged; thus confirming the reported event. A service repair procedure was performed to repair the connector, outer sheath and strain relief in order to mitigate and remediate the conditions reported under the event. The confirmed malfunction is related to the reported event. The most likely root cause of the driveline connector damage is a reduction in bonding strength of the connector assembly and increasing the gap between the front and rear connector bodies during the manufacturing assembly process, which causes a decrease in the rear connector body removal torque (force). The most likely root cause of the driveline sheath and strain relief damage is exposure to uv light. Heartware had opened internal investigations to evaluate these types of issues. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by medical staff that a patient experienced the end nut of the connector was loose and could be easily turned by hand. There is also reported outer sheath damaged over the whole length and the strain relief was also damaged. Action performed is noted to be driveline connector repair, strain relief repair and sheath repair. There were no reported consequences or impact to the patient. No additional information was provided.